Event description:
Reportedly, the status light of the home monitor turns from green to orange after a few minutes, and no communication with the back office was established since april 2022.

Event description:
Reportedly, the status light of the home monitor remains green and then turns off after a few minutes, and no communication with the back office was established since on (B)(6) 2022.

Manufacturer narrative:
Upon reception, the returned home monitor was tested and the reported issue was confirmed: the status light remained green and the device could not be connected. Analysis revealed that the observed behavior resulted from an expired certificate, which could not be updated since on (B)(6) 2022. The impossibility to renew the certificate could be linked to a corruption of the flash memory.